Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated that she try give herself bolus and it was not delivering. The customer was advised to perform a displacement test and passed. Customer feels that the pump is not working. The customer was advised to monitor pump and blood glucose. Customer was to revert to backup plan and to monitor blood glucose and we will send out a replacement pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer gave herself bolus 3 times and it got down the blood glucose to 229 mg/dl.